Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred frequently between 3/24/2026 and 3/25/2026. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.